Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a diabetes clinical manager that the customer received emergency medical assistance due to low blood glucose around (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was taken off the pump at the emergency room. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer stated that they were low for 2 days but the pump showed no lows. The customer stated the pump was having issues connecting with the transmitter. It is unknown if the insulin pump will be returned for analysis.